Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identify one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening sharp in the side valve bond edge assessed as unidentified (tear) opening. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.